Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of the cartridge where the tubing is attached was chipped off. Customer's blood glucose was 225 mg/dl. Reportedly, a new cartridge was loaded to address the issue.